Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the user interface pcb assembly, the system controller pcb assembly and the keypad. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.the device was not returned to physio-control for evaluation.

Event description:
It was reported to physio-control that during an rf ablation procedure on a patient with ventricular tachycardia, the customer's device failed to deliver a defibrillation shock. The user pushed the shock button three times, but no shock was delivered. A back-up device was used to continue treatment of the patient. There was patient use associated with the reported event however, no information about the patient's outcome was provided.